Manufacturer narrative:
Please disregard this report number (3009211636-2021-00754). Further information provided by the customer stated that the patient was diagnosed with a dvt prior to using the scd 700 compression system. The device did not cause or contribute to the dvt, it was a pre-existing condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product ID and lot number were not provided. As a result, the UDI could not be identified.

Event description:
The customer reported that after craniocerebral operation, the patient underwent disturbance of consciousness, limb movement disorder, and lying in bed for a long time. In order to prevent venous thrombosis of lower extremities, the patient was treated with pneumatic pump according to the doctor's advice 3 times a day. The blood vessel was examined by b-mode ultrasound, and the internal diameter of the bilateral calf space was widened and internal thrombosis was formed. The head nurse suspected that the air pressure of the air pressure pump was insufficient. He contacted the equipment department by telephone, and the professional staff checked on site to fix the failure, and found that the pipe joint was damaged and had air leakage. The air pressure pipeline was replaced.